Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 3 cm long, and the aneurysm and vessel morphology were reportedly unremarkable. It was reported that the talent stent graft was accurately deployed below the level of the renal arteries. The physician started to retract the nose cone before 1 stent ring had been fully deployed out of the delivery system. Because the delivery system was pulled down prematurely, the entire graft was pulled down 1 cm. The physician elected to implant an aneurx aortic cuff proximally, which successfully compensated for the distal pulling back of the bifurcated stent graft. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Intervention required. Evaluation: results: pulling down the delivery system prematurely. Conclusion: pulling down the delivery system prematurely.